Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. No functional issues were found with the returned sample. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The reported complaint of "balloon leaking" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. (Con't) other remarks: a DHR review was performed and showed no evidence of a manufacturing issue. No functional issues were found with the returned sample.

Event description:
Customer complaint alleges that the balloon was leaking during use on a patient. No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that the balloon was leaking during use on a patient. No patient injury or consequence reported. Patient condition reported as "fine".